Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After first use of instrument the black plastic cap is loose and twisted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event that the black cap has loosened and twisted. The investigation could not draw any conclusions about the root cause of the loosened protective cap. Eco249156 was previously implement for this failure mode. The current complaint sample product was manufactured after the implementation of eco249156. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.